Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 4 years post implant of crurasoft mesh, patient was diagnosed with hernia recurrence, adhesions and scar tissue thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jan-2010) is considered to be a best estimate. This emdr represents the bard/davol crurasoft patch (device #2). An additional supplemental emdr was submitted to represent the bard flat mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Per additional information: on (B)(6) 2010 - patient was diagnosed with hiatus hernia thereby underwent laparoscopic repair with the implant of crurasoft patch (device #1) and bard flat mesh (device #2). Per operative notes, ¿patient had a hiatus hernia. An apl band was then pulled around behind the stomach and the tubing put through the knuckle. The cardia of the stomach was sutured to the pouch and then the band was locked in a circle. A small crurasoft patch (device #1) was placed over the esophageal hiatus and tacked to the right and left crura respectively and bard flat mesh (device #2) had been sutured to the base of the port. Excess tubing was replaced back into the abdominal cavity and the port was placed in the pocket that had been made between the fat and the fascia." On (B)(6) 2014 patient was diagnosed with recurrent hiatal hernia thereby underwent removal of meshes (device #1, #2). Per operative notes, ¿apparently, repaired hiatus with a section of multiple-layered meshes were seen. The band had become tightly adherent to the mesh, so the mesh on the diaphragm was stuck to the esophagus with the lap band also stuck to the mesh. Lap band was dissected away from the mesh. The entire area was tightly adherent and scarred. The esophagus was dissected away from the mesh on its inferior and medial aspects and then mesh was dissected the overlying muscle of the diaphragm and removed permanent spiral tacks from the muscles of the hiatus. All of the meshes (device #1, device #2) were removed and then dissected the rest of the hiatus out. The band was also removed. A roux-en-y gastric bypass was performed. An amount of laxity was left between the repair and the underlying esophagus. The upper stomach was then covered with a section of absorbable mesh.¿ attorney alleges that the patient had pain, hernia recurrence, mesh removal and emotional injuries.